Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump primed properly. No unexpected low battery alarm anomalies noted.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump squirted out insulin during priming. The customer's blood glucose level was unknown. They also reported that the battery was changed every 2 to 3 weeks. The insulin pump will not be returned for analysis.